Event description:
At a regular follow-up, a ventricular fibrillation episode was found to have been recorded in the device memory since the last follow-up. This episode was obviously wrongly detected as ventricular fibrillation due to noise oversensing. No shock therapies were delivered for the recorded episode as the persistence was not met.

Manufacturer narrative:
Please refer to the updated analysis report. - attachment: [20200403 - file-2015-04252 - analysis_and_closure_report_resp-2020-00396.pdf].

Event description:
At a regular follow-up, a ventricular fibrillation episode was found to have been recorded in the device memory since the last follow-up. This episode was obviously wrongly detected as ventricular fibrillation due to noise oversensing. No shock therapies were delivered for the recorded episode as the persistence was not met.